Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified mid right coronary artery (rca). A 24 x 2.25 promus premier¿ stent delivery system (sds) was selected; however, the device was unable to cross the target lesion. Prior to pre dilatation, the device was removed from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).